Event description:
It was reported that, six days after the implant procedure, the patient developed an infection which was cultured and believed to be staphylococcus. The patient also experienced sweating near the device prior to onset of the infection. It was also reported that the implantable cardiac monitor (icm) detected false episodes. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.